Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer gave baqsimi and went to the emergency room (ER). Customer was treated with "carbohydrates via fluids" and ER staff monitored customer's bg levels. Customer was released from the ER the same day, (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and was due to the customer requesting and approving a large user bolus; this action was followed by the low bg event. No additional patient or event information was available.